Event description:
It was reported that the endotracheal tube in use had air leakage, so it was replaced immediately. Before replacement, the new air bag was tested to be in good performance, so it was replaced. After successful replacement, the new air bag was found to have air leakage during inflation, so it was replaced again. The performance of the second air bag was normal. No patient injury has been reported.